Event description:
Questioned elevated troponin I (tni) results were obtained on a patient's samples. The patient results were reported to the physician who questioned the results. A new sample was run at an alternate facility (methodology not provided). The result was lower and repeat of the original sample retains at the original facility on a later date were still elevated, although lower than initially. The patient was sent to an alternate facility for additional testing. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the questioned elevated tni results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned elevated tni results is unknown. The customer was directed by the siemens regional support center representative to instrument testing precision and accuracy with calibrator samples. The instrument is performing within specifications. No further evaluation of the device is required.